Manufacturer narrative:
(B)(4)- wound dehiscence occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an spinal procedure on an unknown date and barbed suture was used. The patient experienced wound dehiscence at the fascia. The issue was discovered when the patient returned for follow up visit. The patient underwent resuture of the fascia. Additional information has been requested.